Manufacturer narrative:
(B)(4) date sent: 9/24/2025 d4: batch # 477d21. Investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 477d21, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device cut? No! If so, how far? Did the device staple? No! If so, how far within the 45mm line? Was the device difficult to fire? Was the device difficult to close? No! Were any noises heard during the firing? Didnot fire how was the device able to be opened? Standard process, like described in our odp how is it believed that a hole was created in the colon? By camping the appendix with the stapler please provide the approx size of the hole? I haven't received an answer to this question was the patient post op care altered in any way from the additional suture of the hole? No! Please confirm that the repair on the colon did not require a conversation to a laparotomy. They continued with laparoscopy! Was the device locked on tissue with the jaws closed? Yes if yes, how was the device removed? It was possible to open the device, because it wasn¿t possible to initiate the firing sequence. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? It was possible to open the device did the jaws eventually open? Yes this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy for perforated appendicitis, the stapler failed to fire. It closed, but then stay blocked, so the surgeon had to reopen it and suture the hole in the colon. The surgery was delayed by 20 minutes and completed successfully. No patient consequences were reported.